Event description:
During baxter's device eval, the device was found to display a "door not fully latched" alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Further eval confirmed the "door not fully latched" message, caused by a loose upper link screw. The link screws were replaced.